Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Pump passed self test. Unable to perform the displacement test or lock a test p-cap or reservoir due to missing retainer ring. All buttons function properly. No damage noted to keypad assembly and j1 connector on pcba 1 was locked properly during visual inspection. Unit successfully downloaded to thus. Verified the pump alarmed pump error 53 in pump downloaded history on 08/18/2022 at 14:13:34.000 with line number = 1605 and file number = 188 due to a software anomaly. Verified pump alarmed "stuck key alarm" multiple times on 08/19/2022 starting at 07:46:55.000. "Stuck key alarm" was not noted during testing. Pump was cut open to perform visual inspection and moisture damage was noted on pcba 1, pcba 2, motor and force sensor. The following were noted during visual inspection: battery cap contact missing, cracked case behind the pump at the battery compartment, cracked battery tube threads, broken belt clip rails, serial number label stained, serial number label fading, missing retainer, missing reservoir tube o-ring, end cap address label fading, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. All buttons functioned properly during test. Keypad unresponsive/button error alarm was not confirmed. Pump error 53 was confirmed due to software anomaly. Reservoir unable to lock into place confirmed due to missing retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.